Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report of an issue with the dso (downstream occlusion) seal. During visual inspection it was confirmed that the dso seal was damaged. The complaint was upheld, and the dso seal was replaced with a new one. Additionally, the lens was changed due to particles on the screen. Performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a detached downstream occlusion seal. The issue was noted during testing, there was no patient involvement.